Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this previously capped right ventricular (rv) lead was part of a system revision due to bacteremia. The physician opted to place a temporary leadless pacemaker until the patient can be implanted on the left side in the near future. There were no additional adverse patient effects reported. This previously capped rv lead was explanted.